Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage and insulation abrasion near the terminal pin. Electrical testing confirmed that the conductors were not electrically continuous. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported high shock impedance measurements and inappropriate shock therapy is likely the result of the lead damage observed by the laboratory.

Event description:
It was previously reported that the implantable cardioverter defibrillator declared a code 1007 indicative of extended charge time. It was alleged the device battery had prematurely depleted and the physician explanted and replaced the device to resolve the event. The device was returned for analysis and upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed that multiple extended charge time errors (code 1007) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock from this right ventricular (rv) lead which resulted in the extended charge time errors. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy despite the fact that sufficient battery voltage and capacity remained. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse effects reported. The lead was received for analysis.

Event description:
It was previously reported that the implantable cardioverter defibrillator declared a code 1007 indicative of extended charge time. It was alleged the device battery had prematurely depleted and the physician explanted and replaced the device to resolve the event. The device was returned for analysis and upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed that multiple extended charge time errors (code 1007) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock from this right ventricular (rv) lead which resulted in the extended charge time errors. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy despite the fact that sufficient battery voltage and capacity remained. It was indicated that surgical intervention will be performed on this rv lead in the near future. At this time, the lead remains implanted and no additional adverse effects reported. Further information has been requested and will be provided if it becomes available.

Event description:
It was previously reported that the implantable cardioverter defibrillator declared a code 1007 indicative of extended charge time. It was alleged the device battery had prematurely depleted and the physician explanted and replaced the device to resolve the event. The device was returned for analysis and upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed that multiple extended charge time errors (code 1007) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock from this right ventricular (rv) lead which resulted in the extended charge time errors. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy despite the fact that sufficient battery voltage and capacity remained. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse effects reported. The lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was previously reported that the implantable cardioverter defibrillator declared a code 1007 indicative of extended charge time. It was alleged the device battery had prematurely depleted and the physician explanted and replaced the device to resolve the event. The device was returned for analysis and upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed that multiple extended charge time errors (code 1007) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock from this right ventricular (rv) lead which resulted in the extended charge time errors. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy despite the fact that sufficient battery voltage and capacity remained. It is unknown if surgical intervention will be performed on this rv lead. At this time, the lead remains implanted and no additional adverse effects reported.